Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2021, the patient underwent endovascular treatment of a thoracoabdominal aortic aneurysm in the gore® excluder® thoracoabdominal branch endoprosthesis (tambe) clinical trial. A gore® viabahn® vbx balloon expandable endoprosthesis was implanted in the patient's left renal artery. On (B)(6) 2022, left renal artery stenosis was observed. On (B)(6) 2022, a left renal stent was placed. The stenosis was reportedly resolved. There were no further reported issues.

Manufacturer narrative:
B.5. Adverse event description - additional information was provided by the site that the left renal artery stenosis was observed in the patient's native vessel and not in the vbx device. The stenosis in the native vessel was caused by intimal hyperplasia and no other patient adverse events were reported. Therefore, there is no allegation of deficiency against the implanted gore device and no further investigation is required. As there is no allegation of deficiency against the vbx device, this report will be retracted.

Event description:
Additional information was provided by the site that the left renal artery stenosis was observed in the patient's native vessel and not in the vbx device. The stenosis in the native vessel was caused by intimal hyperplasia and no other patient adverse events were reported. Therefore, there is no allegation of deficiency against the implanted gore device.